Manufacturer narrative:
The reported events of "blood entered the electrode cavity" and failure to advance the guidewire were confirmed. A complete lead was returned in one piece for analysis. The guidewire insertion test was performed and found the guidewire was not able to be inserted beyond the middle region of the lead. Destructive analysis found the inner coil was clogged with blood. The cause of the reported events was due to inner coil being clogged with blood.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, when left ventricular (lv) lead implanted, it was noted that the blood entered into the lv lead which made the lv lead unable to be entered into the guidewire. The lv lead was not used and replaced during the procedure on (B)(6) 2025. The patient was stable.